Event description:
It was reported that this unknown device accelerated the patient arrhythmia with anti-tachycardia pacing (atp). The patient was accelerated to ventricular tachycardia (vt), and a shock was delivered to successfully terminate the arrhythmia. This device remains in service. No additional adverse patient effects were reported.